Manufacturer narrative:
On (B)(6) 2021 device explanted due to infection. An erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the erosion was not device related.

Manufacturer narrative:
An erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the erosion was not device related.

Event description:
Device remains implanted. ER md kaiser permanate called to report that there is pocket erosion of the patients l upper pectoral region which is warm to the touch and has blister type welts. Patient complains of burning sensation under implant. Interrogation shows normal device function. All lead values are within acceptable ranges. (B)(6) 2021 doctor revised the pocket in order to run labs and rule out infection. No infection was found and the device was repositioned. Further evaluation will be performed by hospital staff. Should additional information become available, it will be added to this file.